Manufacturer narrative:
In alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during unknown cycle of peritoneal dialysis therapy. The patient stated that the carpet was damp after the alarm occurred, but was unable to determine the source of the leak. The patient started over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.